Event description:
A report was received via social media that the spinal cord stimulator (scs) did not help with the patients pain. The patient underwent an explant procedure. It was also noted that the patient was experiencing back pain from the surgeries. No further information could be obtained.